Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a right-side transfemoral tavr (transcatheter aortic valve replacement) procedure with a 29mm sapien 3 ultra resilia valve in the native aortic position, the balloon to the 29mm commander delivery system (ds) ruptured and tore radially while deploying the valve. It was noted that the valve was anchored in place and appeared well-expanded. An attempt was made to remove the ds through the 16fr esheath+, but significant resistance was met at the distal tip of the esheath+. There was so much tension while pulling the system that the balloon bond broke; however, the proximal portion of the balloon remained attached and was removed from the patient. As the distal portion of the balloon and catheter remained in the patient's body, the contralateral groin (left femoral artery) was upsized to a 24fr non-edwards sheath and a gooseneck snare was inserted. The safari wire was brought back into the balloon catheter and the nose cone of the balloon was snared. The non-edwards sheath and balloon were pulled further distal until close to the common femoral artery, and the nose cone was successfully grabbed with crocodile forceps, which were inserted through the non-edwards sheath. All equipment was successfully removed and an aortogram confirmed there was no vascular damage. The groins were closed without further incident. Upon its removal, it was noted that the inside layer of the esheath+ was accordioned (liner delamination). The provided device imagery also confirms a circumferential delamination occurred. The perceived root cause of these events is reported as possibly being due to calcium in the sinotubular junction (stj).

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: investigation findings, investigation conclusions and h11 have been updated. Additions to section h6: type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided 3mensio imagery revealed calcification and tortuosity in the patient's access vasculature, including the abdominal aorta where withdrawal of the delivery system into the sheath tip would have occurred. The provided device imagery showed the liner is bunched and appears to be fully delaminated circumferentially, and there is hdpe (high density polyethylene) damage along the liner-hdpe interface. In this case, the complaint of sheath liner delamination was confirmed through imagery evaluation. Calcification is present in the access vasculature around the region where withdrawal of the delivery system through the sheath tip would have occurred. Available information suggests procedural factors (withdrawal of altered balloon profile, non-coaxial alignment) could have contributed to the event. Withdrawal of a delivery system with an altered balloon profile (burst balloon) can lead to the system to catch onto the sheath liner. Non-coaxial alignment between the devices can also lead to delivery system to catch onto the sheath liner, especially if patient factors (calcification) are present near the sheath distal tip. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h3, h6: investigation findings, investigation conclusions and h11 have been updated. Addition to section h6: type of investigation; removal of code 4114. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The provided 3mensio imagery revealed calcification and tortuosity in the access vasculature, including the abdominal aorta (where withdrawal of the delivery system into the sheath tip would have occurred). The device imagery showed the following: the esheath+ liner appeared to be fully/circumferentially delaminated, liner was bunched, and there was high-density polyethylene (hdpe) damage along the liner-hdpe interface. The device was returned for evaluation and the following pre-decontamination observations were made: 16fr esheath+ returned separately, liner fully expanded, sheath shaft curved and twisted, shaft kinked approximately 1inch from distal strain relief, liner bunched and folded at distal tip, liner fully/circumferentially delaminated starting approximately 8.25in from distal strain relief and through remainder of shaft, c-marker present, hdpe stretching along axial score line, scratches at distal tip, soft tip damaged/scratched, small radial tear along distal liner edge, and all score lines present. In this case, the complaint of sheath liner delamination was confirmed through imagery and returned product evaluation. Available information suggests procedural factors (withdrawal of altered balloon profile, non-coaxial alignment from patient factors) could have contributed to the event. Withdrawal of a delivery system with an altered balloon profile (burst balloon) can lead to the system to catch onto the sheath liner. Non-coaxial alignment between the devices can also lead to delivery system to catch onto the sheath liner, especially if patient factors (calcification) are present near the sheath distal tip. The complaint of sheath distal tip torn was confirmed based on evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, and/or by other manufacturing-related factors being investigated. Additionally, patient or procedural factor, such as challenging anatomy or non-coaxial advancement angles, may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Event description:
According to the provided device imagery, the nose tip, distal portion of the balloon, and guidewire lumen were fully separated from the remainder of the delivery system. In addition, balloon spring stretching and nose tip damage were noted. According to pre-decontamination observations of the returned devices, there was a small radial tear along the distal liner edge of the esheath+.

Manufacturer narrative:
A supplemental MDR is being submitted due to device return. Sections b4, d9, g3, g6, h2, h6: investigation findings, investigation conclusions and h11 have been updated. Additions to sections b5, h6: component code and device code(s). Corrections to section h6: type of investigation (remove code 4114 - device not returned). The investigation is ongoing.